Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for three patient samples from the cobas e 801 module. Sample (B)(6), initial elecsys vitamin b12 immunoassay result was <100 pg/ml. On (B)(6) 2020, the repeat result was 1061 pg/ml and on (B)(6) 2020 the repeat result was 1050 pg/ml. Sample (B)(6), initial elecsys vitamin b12 immunoassay result on (B)(6) 2020 was <100 pg/ml. On (B)(6) 2020, the repeat results were 367 pg/ml and 365 pg/ml. Sample (B)(6), initial elecsys ferritin result on (B)(6) 2021 was 36.8 ug/l. The repeat result was 14.9 ug/l. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.